Event description:
The tip of the scorpion-multifire needle broke off in the patient's shoulder, while performing a left shoulder arthroscopy rotator cuff repair. X-ray was called into the room. When x-ray was completed, nothing was found in the patient's shoulder per md.